Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an ongoing research study, a patient experienced a mildfebrile non-hemolytic transfusion reaction after receiving an isolate platelet product. It is unknown at this time if medical intervention was required for this event. The customer declined to provide patient's weight. The trima accel disposable set is not available for return because it was discarded by thecustomer.

Manufacturer narrative:
According to the article, '"reactions induced by platelet transfusions," kiefel states that allergic reactions occur with a frequency between 0.09% to 21% of patients that receive platelet transfusions. The article also states that allergic reactions are variable in severity and can display as skin manifestations (hives) to systemic reactions such as bronchoconstriction. Moreover, possible reasons for allergic reactions related to platelet transfusions include ige and igg antibodies in the transfusion recipient against plasma proteins in the blood product or transfusion of cytokines and histamines generated in the platelet product during blood product preparation and storage. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process. A follow-up report will be provided. Citation: kiefel, v. (2008). Reactions induced by platelet transfusions. Transfusion medicine and hemotherapy, 35(5), 354-358. Doi:10.1159/000151350

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: febrile-non haemolytic transfusion reactions, per literature review, are known to occur. According to literature review, causes can be related to storage conditions of the transfused product, and patient physiology/sensitivity to the product. Updated root cause: a definitive root cause for the patient's transfusion reaction could not be determined. Based on customer's statements about the reaction and literature review, possible causes for the patient's reaction include:- patient physiology and/or patient sensitivity to the procedure or the transfused product- storage conditions of the transfused product- cellular makeup of the transfused product. Corrected data: on supplement 2 for this report, it was noted that the patient received a dose of meperidine for the reported symptoms. This treatment could not actually be confirmed with the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the disposable set was not available for return. The rdf could not be analyzed as the serial number of the device is unknown. Per the aabb therapeutic apheresis: a physician's handbook, the rate of adverse events during therapeutic apheresis is 4-5%, with most complications being minor and well tolerated. Per the handbook, transfusion reactions occur with a 1.6% frequency. Per report this incident was mild, and there is no evidence of a device malfunction.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause for the patient's transfusion reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include patient sensitivity to transfused platelet blood product and/or patient's sensitivity to histamines that could be generated during platelet preparation and storage.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: during follow-up with the customer, it was reported that the patient received a dose of meperidine for the reported symptoms. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient outcome,lot information, serial number and donation date.